Manufacturer narrative:
Product analysis: no product returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two weeks post implant of this transcatheter bioprosthetic valve, the patient was noted with par avalvular leak (pvl) and ventricular septal defect (vsd); necessitating surgical avr and vsd repair during the same admission. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that during the procedure, moderate transvalvular leak and ventricular septal perforation were noted and confirmed with computed tomography (CT). Three days following the valve implant, a non-medtronic aortic surgical mechanical valve was implanted and the vsd was repaired. No other adverse patient effects were reported. Updated the event date to three days following the valve implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.